Event description:
Customer complained that his meter would not turn on and he was unable to test his blood sugar. He reports experiencing symptoms of sweatiness, dizziness and lost consciousness while he was in the bathroom. His wife called the ambulance and was treated in his home by the paramedics. The customer self-treated with a peanut butter and jelly sandwich and paramedics "gave the customer a shot (sugar and water)" however, it is unclear what medication was actually administered. He was not transported to a local hospital for treatment and no diagnosis was given.

Manufacturer narrative:
Investigation is in process. A follow-up report will be filed once investigation results are available.